Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed same allegation of "constant downstream occlusion". The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion which was duplicated during evaluation. A review of the event history log identified downstream occlusion alarms. The cause was determined to be the downstream tubing guide gap was out of specification and downstream tubing guide was worn. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no patient involvement. No additional information is available.